Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was detached from site on (B)(6)2024. The infusion set was in use for 3-4 days. No further information available.